Manufacturer narrative:
Upon review of the complaint details, and the results of this investigation, the physician applied excessive force in both the proximal and distal directions during attempts to remove the device through the introducer sheath, against warnings provided within the product labeling. The excessive forces likely caused multiple necked down sections within the outer tube, as well as full detachment of the balloon during attempts to remove the device through the introducer sheath. IFU p/n 6082-01 warnings section item 12: "the application of excessive proximal force when retracting the device into the sheath may damage the balloon and result in difficulty in retrieving the catheter."

Event description:
Treatment of distal popliteal artery and tibial fibular trunk with 4x100 balloon accessed with 0.035" guide wire and 7fr sheath. The device was prepped normally and inserted into patient. After inflation, deflation, and embolic capture, the physician attempted to remove the device. The balloon got stuck in sheath upon withdrawal from artery. The physician could not advance forward or pull back further. The physician then had to withdrawal sheath and device together from patient. The device came out with sheath; however, the balloon material was not on shaft, it was in the patient. The physician noted the balloon near the arteriotomy, and using his fingers, removed it from the patient. No further treatment, intervention or other procedure was required due to this event.